Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had tower door failure. The customer reported that the malfunction occurred when the user was trying to issue a medication to a patient and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a door issue. A field service engineer replaced the latch to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.